Event description:
It was reported occasional occlusions occurred. There was no reported impact to the customer¿s blood glucose level. The caller declined follow-up, and no further actions were taken by technical support.